Event description:
It was reported that the customer was hospitalized due to high blood glucose of 50mmol/l. It was stated that the customer experienced nausea and vomiting. It was reported that the customer notice moisture in the reservoir compartment. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion test, occlusion test and excessive no delivery test due to prime/fill anomaly. However, the insulin pump passed the displacement test. The insulin pump was returned with a missing end cap sticker.